Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt was experiencing auto-reducing. Reprogramming was done around the invalid contacts and effective stimulation was achieved. The next morning auto-reducing reoccurred on all programs. Follow-up identified additional reprogramming attempts failed. Surgical intervention will be considered as the next course of action.